Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a distributor via e-mail that a ar-2324bcc swivelock broke. This occurred on (B)(6) 2021 while repairing a subscapular tendon tear. The surgeon prepared the bone socket with the silver awl per technique instructions. When inserting the anchor into the bone the anchor broke in half after two turns. The fragments were retrieved, and the case was completed successfully using another anchor. Additional information requested. Additional information provided on (B)(6) 2021. The bone was prepared using a ar-1927pb punch. The bone quality of the patient was average. The case was completed using another ar-2324bcc swivelock.